Event description:
It was reported that the patient had been hospitalized with hyperglycemia (specific blood glucose levels not provided). Symptoms reported include dry mouth and nausea. The patient was treated with insulin at the hospital. The patient was discharged after approximately 24 hours. The patient received "deactivate pod" messages on the personal diabetes manager (pdm) 2 days prior to the hospitalization and had changed pods multiple times.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.